Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/3.0 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in a tortuous lad coronary artery. The physician used a 6f st. Jude introducer sheath for vascular access and a guidant 0.014" high torque floppy j-tip 190 cm guidewire and a guidant 6f viking jl4 guide catheter to cross the lesion. The maverick2 monorail balloon was being used to predilate the lesion for placement of a taxus stent. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon (of the same size) to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.